Event description:
During a procedure in the celiac trunk, approached from the femoral artery, the product (britetip gc) was advanced to the lesion to perform an angiography; however, a crack was noted in the hub of the product after the threeway stopcock and syringe were connected to the hub. Therefore, the product was withdrawn from the patient, and another guiding catheter was used for the procedure. The vessel had no calcification or tortuousity and unknown % stenosis. Thee was no adverse consequences to the patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.